Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in-clinic for a follow-up and it was determined the patient¿s implantable cardioverter defibrillator was in back-up vvi. A device download was successfully performed and the device was restored to its intended settings.